Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was returned to failure analysis, and the reported problem was replicated. On system logs, error 319 was found to indicate the failure occurred in the field. A visual inspection found no damage observed on the exterior or interior of the unit. Failure analysis observed no physical damage to the endoscope receptacle. The unit was installed on the golden system and under ec tab, failure analysis found endoscopic controller power distribution (ecpd) was not present. The system was turned on to normal mode where error 319 was replicated. The system error logs were investigated and found error 319. That was pointing to dual camera interface board (dcib). The complaint was confirmed based on failure analysis. Failure analysis concluded that dcib was the root cause of the reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system was initialized and persistent error code 319 was displayed. Troubleshooting was attempted multiple times via power cycle and hard reboot; however, the issue was unable to be recovered. No further information was provided.